Manufacturer narrative:
Other relevant device(s) are: product ID: v nmc3131c90tj, serial/lot #: (B)(4), ubd: 15-aug-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm.   It was reported that during the index procedure, a debranching of the left subclavian artery was performed, along with a bypass of the left common carotid and left subclavian. Stent grafts were also implanted for taa treatment. The incision was then closed and the patient transferred to the ICU. After the procedure, a dissection from the anastomotic site of the bypass occurred. The dissection was treated with stents and the patient was returned to the ICU. The event was resolved. Per the physician, the cause of the event was not related to the navion stent grafts or the navion implant procedure, since the dissection occurred after the procedure and occurred from the anastomotic site of the bypass.   No additional clinical sequelae were reported and the patient is fine.